Event description:
It was reported that a patient may have experienced pre-consolidation of their bone; the patient's precice nail was allegedly not lengthening. The surgeon revised the nail with a new precice nail.